Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device does not turn on. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Event description:
The event of the subject device does not turn on was identified during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, h3, h4, and h6. Corrected data: d9. The device was returned to olympus for inspection, and the customer's complaint that the device does not turn on was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device not turning on was found to be due to a defective power unit. During the device evaluation, an additional malfunction occurred: there was no image because communication with the endoscope failed due to a defective video connector socket. Olympus will continue to monitor field performance for this device.